Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed right ventricular (rv) undersensing. The field representative indicated that therapy may have been delayed greater than 60 seconds and the ventricular fibrillation (vf) may have been caused by drug use. The rv sensitivity was lowered to mitigate this issue. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.